Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection reported no defects and the functional evaluation did not reveal any malfunction, therefore we could not establish a relationship between the device and the reported event. Probable cause may be due to leaks, kinks or blockages. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, a renasys go had no suction. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.